Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call that they had a broken transmitter and wanted the product replaced. The customer's blood glucose level was 402 mg/dl at the time of the incident but it is unknown how their blood glucose rose so high. The customer did not specify how they treated their blood glucose levels. The customer was assisted with trouble shooting the transmitter but the issue was unresolved. The customer sent the transmitter back for analysis.